Event description:
(B)(6) 2001 mentor saline breast implants. (B)(6) 2007 allergan saline breast implants. (B)(6) 2016 ruptured implant; (B)(6) 2016 mentor silicone breast implants. Explant via enbloc scheduled for (B)(6) 2018. Escalating health issues acutely increasing after 2016. Over 50 symptoms and 12 documented diagnosis, mostly autoimmune related, including fibromyalgia, hypothyroidism, hashimotos, adrenal fatigue, epstein barr.